Event description:
The MFR received info alleging a ventilator was alarming and the display screen was white. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, it was observed that the lcd cable was disconnected, thereby causing the reported issue. The device was repaired. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.